Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of magnesium sulfate and the failure of the air in line alarm were not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The source pump module¿s air detection system was tested using the air in line threshold product analysis procedure. The pump module¿s air detection system was observed operating within specification. The event date was reported as (B)(6) 2026 at 2:30 pm. A review of the suspect pump module s/n (B)(6) error log showed no errors were recorded on the reported event date. The pump module s/n (B)(6) event log showed the device in use on (B)(6) 2026 attached to the pcu. S/n (B)(6) as channel b. The air in line setting for single air bolus was set to 250 l with accumulated air enabled. The dataset installed was identified as ¿(B)(6) 2026¿, and the profile in use was identified as ¿adult¿. On (B)(6) 2026 at 2:31 pm the user selected ¿guardrails drugs¿ and programmed an infusion with the drug ID 354 (magnesium sulfate), drug amount of 2 gram, dose of 2 gram, concentration of 0.04 gram/ml, rate of 25 ml/h and volume to be infused (vtbi) of 50 ml. The infusion started with a primary volume infused (pvi) of 0 ml. At 2:33 the user changed the vtbi to 10 ml and the infusion started. From 5:01 pm to 5:06 pm the pump module alarmed for occluded patient side two (2) times and the user restarted the infusion. At 5:11 pm the pump module was turned off with a pvi of 26.105 ml. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. To prevent a potential uncontrolled flow (free-flow condition), do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free-flow) can result in patient harm. There are different settings for single bolus, the threshold can be set at 50, 75, 125, 175, or 250 mcl (in anesthesia mode only, the threshold value can be set to 500 mcl). Air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of magnesium sulfate and the failure of the air in line alarm could not be identified. Laboratory testing confirmed that the pump module infused within the specified parameters and that the air in line sensor detected air as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over infusion of magnesium sulfate. On (B)(6) 2026 at 0230, magnesium sulfate 50ml was programmed to infuse at a rate of 10mlhr; however, the infusion bag was empty after two (2) hours and thirty-seven (37) minutes. In addition, there was a failure of alarm (air-in-line) as it was noted there was air below the air-in-line sensor. The magnesium sulfate was programmed manually using the guardrails drug library. Bd alaris 2426-0007 tubing was utilized for the infusion. Per report: while no medical intervention was necessary, clinical staff stated: "no medical intervention. The patient did have a drop in blood pressure, respiratory rate, and heart rate but again this wasn¿t anything that needed treatment.¿ there was patient involvement but no harm.

Event description:
It was reported there was an over infusion of magnesium sulfate. On (B)(6) 2026 at 0230, magnesium sulfate 50ml was programmed to infuse at a rate of 10mlhr; however, the infusion bag was empty after two (2) hours and thirty-seven (37) minutes. In addition, there was a failure of alarm (air-in-line) as it was noted there was air below the air-in-line sensor. The magnesium sulfate was programmed manually using the guardrails drug library. Bd alaris 2426-0007 tubing was utilized for the infusion. Per report: while no medical intervention was necessary, clinical staff stated: "no medical intervention. The patient did have a drop in blood pressure, respiratory rate, and heart rate but again this wasn¿t anything that needed treatment.¿ there was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.